Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a partially broken retainer ring, missing segments/partial display, flashing white display and a constant beeping sound. Unable to perform the displacement test, sleep current test, active current test and self test due to frozen display. Unable to download history files and traces using thump and carelink due to flashing white display. Pump was cut open to perform visual inspection and found a cracked lcd glass and moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable lock a sc1 cap into the reservoir compartment due to a partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, partially broken retainer, pillowing keypad overlay and keypad overlay texture damage. Flashing white display was confirmed during analysis due to moisture damage on the battery tube, pcba 1 and pcba 2. Audio anomaly was confirmed due to moisture damage pcba 1. Missing segments/partial display was confirmed due to cracked lcd glass. Missing/partially broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to missing/partially broken retainer ring. Cosmetic damage was not confirmed at the battery compartment however, other cosmetic damages were noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.